Event description:
New information received notes during remote transmission, the patient's right ventricular lead exhibited noise reversion since (B)(6) 2021. No intervention was performed. The patient's status was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the pacemaker clinic for a routine follow-up. During examination of lead, it was noted that there were several noise episodes on the right ventricular (rv) lead since (B)(6) 2021. Electrograms show lead noise. The noise could not be reproduced with isometric movements. No programming changes were made. The patient will be monitored going forward. The patient was in stable condition.